Event description:
During surgery, the femoral cutting block was discovered to be broken adjacent to the cutting slot. Due to the broken cutting block, the surgeon elected to discontinue the procedure and reschedule the surgery 4 days later.